Event description:
Had been using a "qikcare" solution that took six hours, but decided to try "ciba vision" that took 5 minutes to use. Then she noticed that they no longer carried the product in the store, so she decided to file a report in regards to her problem, following its use (ciba vision). In may of 2005, the reporter stated that she used "ciba vision" solution and within 4 days of its use, the reporter developed a "full blown" eye infection. She stated her eyes became "red and puffy." Reporter was seen by a dr within one week of the onset of symptoms. The dr gave her a prescription for some eye-drop medication, which she used as directed. The reporter was re-evaluated following treatment with medication. Approximately one month after her initial visit to the optometrist, the reporter was referred to an "eye specialist." The specialist gave her a prescription for a topical eye antibiotic and took a culture of her eye by "scraping." Her right eye eventually "cleared" but her left eye was still "bad." She was later diagnosed as having a "corneal ulcer" of the left eye. The cultures took 4-6 weeks to show the results of a fungus. By this time, the reporter had "no sight" in the left eye. She was later treated with another prescription from the pharmacy that caused "lots of burning." Eventually 45% of her left cornea was scarred in the center portion, just over the pupil. She feels that now she would be considered "legally blind" in the left eye. Her dr said that she should drive carefully. But, she has "cut back on her driving, because of her seeing problems, she continues to go to work, but her husband takes her. She reads only with difficulty and has resorted to wearing glasses rather than contacts, because of her problems seeing. "Ciba vision" manufactures are aware of her situation and have offered to pay for all her expenses. They requested that she return the product to them and she did. She has no other info. Her initial point of contact with the MFR is no longer with the co. And, recently the reporter has been to see cornea specialist. She feels that she is a candidate for a corneal replacement.